Event description:
It was reported that patient underwent humeral resurfacing in early 2005. Subsequently, patient was revised approx four months later, due to pain and loss of motion. The patient was then converted to a total shoulder.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. No further information received.